Manufacturer narrative:
The investigation determined that non-reproducible and higher than expected sodium (na+) results were obtained from a patient sample and a non-vitros quality control fluid processed using vitros chemistry products na+ slides lot 4242-1062-1994 on a vitros 5600 integrated system. The most likely assignable cause of the event was an issue related to vitros na+ lot 4242-1062-1994. A review of historical quality control results indicates the vitros na+ lot 4242-1062-1994 was not performing as expected when compared to the biorad peer data. Additionally, diagnostic precision tests run on two different vitros 5600 systems were outside ortho acceptable guidelines for vitros na+ lot 4242-1062-1994. Additional diagnostic precision tests processed using alternate vitros na+ lots were acceptable with no actions performed on the analyzer. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4242-1062-1994. An instrument related issue is not a likely contributor to the event. The customer obtained acceptable vitros alkp diagnostic precision results on the vitros analyzer that obtained the high vitros na+ results. Additionally, acceptable vitros na+ precision and quality control results were obtained using alternate vitros na+ lots on the vitros analyzer with no service actions performed. (B)(4).

Event description:
The investigation determined that non-reproducible and higher than expected sodium (na+) results were obtained from a patient sample and a non-vitros quality control fluid processed using vitros chemistry products na+ slides lot 4242-1062-1994 on a vitros 5600 integrated system. Patient sample result of 141.7 mmol/l vs the repeat result of 129.9 mmol/l biorad level 1 lot 47803 result of >250.0 mmol/l vs the expected result of 114.0 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. It could not be confirmed if the higher than expected na+ patient result was reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).